Event description:
The customer reported that the unit was turning itself on and off when they connected the ECG cable.

Manufacturer narrative:
The customer reported that the unit was turning itself on and off when they connected the ECG cable. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.